Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained vf episodes due to noise were observed. Further testing was recommended. It was suspected that the noise was to be due to emi. Device remains implanted. The patient will be monitored through remote transmission.